Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer indicated via phone call of unexplained high blood glucose of 400 mg/dl. The customer indicated that a bolus amount was entered but believes that the amount may be incorrect. Troubleshooting found that the customer changed the infusion site and the blood glucose level has come down a bit. The customer declined troubleshooting for high blood glucose.